Event description:
It was reported the ambulance was involved in an accident. It was reported the ambulance encountered problems with the brake causing it to run through a stop sign impacting a ditch and continuing part way through the desert. There was pt involvement and the pt was treated and transported to the hospital post accident.